Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) triggered elective replacement indicator (eri) (B)(6) 2016 and indicated as normal battery depletion. The patient had not had a device check in "years". Electrocardiogram (ECG) showed loss of capture. Upon interrogation the patient passed out with no injury. Battery impedance indicated greater than 30,000 ohms. The rv lead was unable to capture and had switched mode appropriately. The patient was transferred to the hospital and a generator charge was done, lead tested the impedance and threshold were stable, loss of capture indicated as related to ipg battery depletion. The ipg was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.